Event description:
It was reported to philips that the system failed to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed that no x-rays can be produced. Review of the logfiles confirmed a malfunction in the image processing pc (ip-pc). The fse replaced the ippc which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. Philips has attempted to obtain additional information but received no confirmation regarding the clinical use of the system. The ippc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Review of the logfiles confirmed the frontal ip-pc malfunction. A philips field service engineer (fse) inspected the system on-site and replaced the ippc to resolve the issue. After the replacement, the system was returned to use in good working order. The ippc was returned for further analysis. Functional testing was performed and no failure was observed the codes were updated based on the investigation outcome.